Event description:
Pt was taken to surgery. Large abscess was found in pump pocket, around the device and drive line. Device sepsis & clotted pump. The pump was explanted, the patient was unable to be rescucitated & declared dead.